Manufacturer narrative:
Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown if user or procedural factors contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a cardiac catheterization with a disposable pressure transducer (dpt), discrepancies on the pressure values were observed between the non-invasive pressure monitor and an invasive arterial blood pressure. It was concluded by a hospital technician that there was no defect with the non-invasive pressure monitor but the issue was with the dpt. There was no indication of patient mistreatment and no allegation of patient injury. It is unknown at this time if the device is available for examination. If the device is returned at a later date, a follow up will be forthcoming.

Manufacturer narrative:
Please disregard this report as it is a duplicate of a previously reported event on medwatch number 2015691-2018-04182. This event was recorded twice in error.

Manufacturer narrative:
Reference CAPA-20-00141.